Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The instrument grip cable was broken at the distal idlers, the idler does not display damage. Other cables are not damaged. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however the broken pitch cable were to recur could cause or contribute to an adverse event.

Event description:
It was reported during da vinci hysterectomy procedure that the mega suturecut needle driver had a frayed cable. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.